Event description:
(B)(4). I had the essure put in (B)(6) 2015. Every since I've had so much pain,very bad diarrhea, stabbing, cramps, pain during sex, and a very bad u.t.I that I can't even get rid of with medication . Now my doctor is going to try and take them out (B)(6) 2015 and has never take essure out before and well more the likely end up leaving fragments behind like so many other case's.